Event description:
The pt reported receiving frequent a4 (cartridge/adapter) alerts and elevated blood glucose of over 500 mg/dl. The pt stated that she would change the accessories and bolus through the infusion device to lower her blood glucose. In 2009, her blood glucose measured 360 mg/dl and she bolused 5 units of insulin and went to bed. The next day, her blood glucose measured 380 mg/dl when she woke up, and she attempted to boluse and a4 was displayed. She changed the insulin cartridge, adapter, power pack, and infusion set and a4 recurred. She removed the infusion site and bolused 10 units of insulin and only a small amount of insulin dripped from the end of the infusion device. She switched to her backup infusion device. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.